Manufacturer narrative:
Additional information: h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set disconnected and subsequently leaked. Approximately, an hour and 10 minutes into a total parenteral nutrition (tpn) and intralipid (il) infusion, the tubing became disconnected from the y connection site. The tubing was "opened and exposed to air" and leaked out. The device was discontinued and 5% dextrose with half normal saline was started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.